Event description:
Pt had bard hickman catheter inserted at hospital several months ago (date unknown). On 1-21-99 at another hospital , nurse was discontinuing hickman. While pulling catheter out, catheter broke. Nurse was able to grab remaining portion of catheter and removed it from patient. Pt. Experienced no ill effects during removal.